Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was diagnosed with enterococcus faecalis peritonitis on (B)(6) 2017 without allegation of device malfunction. The pdrn stated per the nephrologist the patient had been having diarrhea the week prior and stated the patient did not practice aseptic technique when completing peritoneal dialysis treatments. Per pdrn the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility. There were no reported fluid leaks during treatment prior to infection. (B)(6) stated at about the same time it was determined the patient¿s pd catheter was twisted, and the patient was placed on back-up in-center hemodialysis treatments per instruction of the nephrologist. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was being treated in-clinic intravenously with vancomycin for 21 days. The pdrn stated the patient has been able to complete hemodialysis treatments in clinic without issue and was scheduled to have her pd catheter adjusted (B)(6) 2018 and was expected to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy once cleared by the nephrologist. The sample was discarded and the lot number was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During routine follow up on (B)(6) 2018 the peritoneal dialysis registered nurse [pd(rn)] stated that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time was diagnosed with peritonitis (signs and symptoms unknown). The patient¿s culture (unknown source and draw date) was positive for enterococcus faecalis on (B)(6) 2017. The patient was prescribed/treated with intravenous (IV) vancomycin for 21 days. The patient had been experiencing diarrhea the week prior to her diagnosis and per the pdrn, the patient did not practice aseptic technique when completing ccpd therapy. Per the pdrn the peritonitis was likely attributed to touch contamination as the patient did not wash their hands prior to setup for ccpd therapy. During the same time period, the patient¿s pd catheter (not a fresenius product) was found to be twisted. The patient was transitioned to back-up in-center hemodialysis (hd) treatments. The patient was not hospitalized for the event of peritonitis and continued hd therapy with no reported issues. The patient was expected to return to ccpd therapy once the catheter issue was resolved.

Manufacturer narrative:
Conclusion: there is no documentation to show a causal relationship between the patient event of peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction. Per the pdrn, the causal event of the peritonitis was a breach in aseptic technique as the patient did not use proper hand hygiene while setting up for ccpd therapy. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. During routine follow up on 01/03/2018. The peritoneal dialysis registered nurse [pd(rn)] stated that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time was diagnosed with peritonitis (signs and symptoms unknown). The patient¿s culture (unknown source and draw date) was positive for enterococcus faecalis on (B)(6) 2017. The patient was prescribed/treated with intravenous (IV) vancomycin for 21 days. The patient had been experiencing diarrhea the week prior to her diagnosis and per the pdrn, the patient did not practice aseptic technique when completing ccpd therapy. Per the pdrn the peritonitis was likely attributed to touch contamination as the patient did not wash their hands prior to setup for ccpd therapy. During the same time period, the patient¿s pd catheter (not a fresenius product) was found to be twisted. The patient was transitioned to back-up in-center hemodialysis (hd) treatments. The patient was not hospitalized for the event of peritonitis and continued hd therapy with no reported issues. The patient was expected to return to ccpd therapy once the catheter issue was resolved.